Event description:
Pt was having surgery and during the procedure, the surgeon noted that the incision site was very hot to touch. The patient had burn sites on the skin. There were three trumpf medical lights in use during the procedure that were deemed to have caused the burn to the skin.